Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that patient died. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of between 45 and 90 degrees was located in the moderate to severely tortuous and moderate to severely calcified distal right coronary artery. A 2.50x16mm promus element¿ stent was advanced but failed to cross the lesion. The procedure was completed with another 2.50x16mm promus element ¿ stent. However, the patient died. No further information has been provided regarding the patient death.